Event description:
It was reported that at the last two follow-ups of the subject device, the following message ¿holter temporel not available¿ was displayed and the diagnostic information in device memories (aida) has been incomplete. Explanations are required.

Event description:
It was reported that at the last two follow-ups of the subject device, the following message ¿holter temporel not available¿ was displayed and the diagnostic information in device memories (aida) has been incomplete. Explanations are required.

Manufacturer narrative:
Preliminary analysis revealed that device memories (aida) were deactivated from the beginning of the interrogation session explaining the absence of data. It is most certainly due to an interruption during aida programming on the previous follow-up.

Event description:
It was reported that at the last two follow-ups of the subject device, the following message "holter temporel not available" was displayed and the diagnostic information in device memories (aida) has been incomplete. Explanations are required.